Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege hip replacement system caused serious damage to patient including bodily injury, pain and suffering, disability, physical impairment, disfigurement, mental anguish, inconvenience, aggravation of a preexisting condition, loss of the capacity for the enjoyment of life, the cost of medical care and expenses and loss of earnings. It is further alleged, these injuries and expenses will continue into the future.

Manufacturer narrative:
Medical records with implant stickers received that identified it was the patients left hip that was implanted and revised, patients date of birth and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.